Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02464.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), non-penumbra sheath, and non-penumbra parent catheter. During the procedure, while advancing the lantern through the parent catheter, the physician experienced strong resistance and the lantern almost became stuck at the distal end of the parent catheter. Therefore, both the lantern and parent catheter were removed. It was also reported that flushing the parent catheter did not resolve the issue and the mid shaft of the lantern was damaged. The physician then advanced a new lantern against resistance and completed the procedure with same parent catheter and, a guidewire. There was no report of an adverse effect to the patient.